Event description:
Caller reported tandem mobi cartridge alarm. Blood glucose level was confirmed not exceeding 500 mg/dl, indicating no adverse impact. Customer was instructed by technical support to remove the cartridge and administer a 9-unit bolus, acknowledging that the insulin on board would be affected, with plans to continue troubleshooting when supplies are available.